Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported occlusion alarms occurred. The customer went to the emergency room with a blood glucose level of 450 mg/dl and was released the same day. The customer declined to provide any additional information regarding the issue.